Event description:
Consumer called stating that the m41 power chair allegedly is not working. The led lights on the charger are a steady red and green. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that her m41 power chair is not charging. She had allegedly become stranded outside and her daughter had to come and pick her up. The led lights on the charger are showing a steady red and green. No injury alleged. The malfunction has not been confirmed.